Manufacturer narrative:
This is the same event as 3010536692-2016-00499. See attached.

Event description:
Allegedly the patient was revised due to adverse soft tissue reaction to particle debris (right). Age at primary: (B)(6). Primary asa: p1 - fit and healthy revision njr index no: (B)(4).